Event description:
Customer reported an issue with the dp-50 ultrasound transducer; the needle guide may have contributed to pain and rectal bleeding experienced after a patient procedure.

Manufacturer narrative:
Based on the available info, no device malfunction could be identified.

Event description:
Customer reported an issue with the dp-50 ultrasound transducer; the needle guide may have contributed to pain and recall bleeding experienced after a pt procedure.

Manufacturer narrative:
The issue is presently under investigation.